Event description:
The patient never experienced therapeutic effect and less than 50% therapy relief in the lower back. The lead was in the wrong place to capture lower back pain. Diagnostic testing and troubleshooting was not required. The company representative met with the patient for the first time months ago to reprogram the device to catch lower back. A few adjustments were made and the patient said he felt it in his back for the first time ever since implant. The company representative spoke with the patient over the phone a couple days ago and asked for reprogramming. Then today when the company representative met with the patient, the patient said he was not sure if he actually had back coverage the day they met and attributed it to still being medicated. Reprogramming was attempted but could not capture anything above the buttocks. The film was checked for lead placement and observed lead was slightly left of the midline with top just below top of t9. When the patient was on the table at initial implant, he was awoken and complained of stimulation in testicular area with nothing in back. The next thing the patient knew, he was awake post op and only had stimulation in legs. Several company representatives have tried to program the patient through the years without success. The patient¿s health care provider (hcp) was going to discuss with the patient to see if he was interested in lead placement, or new lead placement and replacement of the implantable neurostimulator (ins). It was also stated that it was planned to have a lead addition secondary to poor placement and ins replacement secondary to age. Additional information has been requested to obtain the outcome of this event. If additional information is received, a follow up will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the reason for replacement was because the healthcare provider (hcp) "could not grind on the bone and went to vanderbilt." The implantable neurostimulator (ins) was put in the wrong place and never provided lower back relief and stimulation went down to the legs. They tried to take it all out but could not because of scar tissue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received stated that the x-ray showed the lead was positioned just below the top of t-9 completely left of center. The patient was not receiving effective therapy, had no stimulation in his back, and had zero percent reduction in his pain level. There was no date scheduled for replacement of the implantable neurostimulator (ins) or lead. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3998, lot# v031317, implanted: 2007-(B)(6), product type lead. Product ID 748966, serial# (B)(4), implanted: 2007-(B)(6), product type extension, product ID 748966, serial# (B)(4), implanted: 2007-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), product type: programmer, patient. Product ID 7 48966, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 748966, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3998, lot# v031317, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. Product ID 748966, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 748966, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
A week later the patient underwent a lead addition and ins replacement. The proximal segments of the extensions were removed and the distal segments of the extensions and lead were left in dwelling and were not in use. The explanted products were disposed of by the facility. It was further clarified that the reason for surgery was the lead was not in place conducive to capturing the patient's low back pain, right of center in t9. Post implant the patient had a 50% or greater symptom reduction. The patient was having post-surgical pain but was in good spirits after the device was programmed with three effective groups all targeting lower back pain. The patient stated the therapy was effective.

Event description:
The impedance measurements for program 1, program 2, electrodes 0 <(>&<)>3, and electrodes 0<(>&<)>7 were ¿???.¿